Manufacturer narrative:
(B)(4). The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 353 mg/dl on performa system, 143 mg/dl on active system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.